Event description:
Per plaintiff's original petition, during surgery to repair a herniated disc, the rongeur broke and a piece fell into the plaintiff's spinal cord causing damage. It is reported that the surgeon's attempt to remove the broken piece resulted in damage to the spinal cord. The pt has experienced numbness and loss of feeling in the right leg, difficulty walking, and back pain. It is not knwon if this was a codman rongeur.